Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon commented that cup was loose. He also mentioned there may have been an acetabulum fracture. Said it was a vague comment from patient.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided x-rays were reviewed by a consulting clinician who indicated the x-rays demonstrates small lucency. But rejected the x-rays for medical review as he deemed the information insufficient to conduct a medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the provided x-rays were reviewed by a consulting clinician who indicated the x-rays demonstrates small lucency. But rejected the x-rays for medical review as he deemed the information insufficient to conduct a medical review. Therefore the root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon commented that cup was loose. He also mentioned there may have been an acetabulum fracture. Said it was a vague comment from patient.